Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc inspected the device and confirmed the following; the reported phenomenon was reproduced. The device did not turn on due to a failure of the gi board, and the power indicator did not light up. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the device didn¿t turn on. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The reported event was caused by a g1 board failure. The exact cause of the failure of the g1 board could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, since it does not tend to occur frequently, it may have been caused by an accidental failure. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.